Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) implant procedure. During the procedure, the leads were unable to connect to the header of the ICD. Physician also noticed that the set-screw was loose and the lead would slip out of the header port. Physician explanted and replaced the ICD in the same procedure. The patient was in stable condition.